Manufacturer narrative:
On (B)(6) 2020, the suspected medical device was returned for evaluation. Mentor received additional information regarding the lot number of the suspected medical device. The lot number is 1007115. The relevant fields have been updated. On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary : during visual evaluation of the device, an area of siltex cracking was observed on the posterior aspect. Leak testing was performed according to the mentor procedure, and the result revealed a tear within the siltex cracking, measuring approximately 0.4 cm. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with a 425cc mentor siltex round moderate profile prosthesis and experienced postoperative left-sided deflation. The patient had a consultation with a healthcare professional, and the diagnosis was confirmed via physical examination. As a result, the patient is planning to undergo removal and replacement with an unspecified mentor gel breast implant on (B)(6) 2020.